Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 2067 radio frequency programmer head; product ID 229047 software analyzer. (B)(4). (B)(6).

Event description:
It was reported that the analyzer failed to work properly during a case. Follow-up determined that the atrial markers "went away." It was further reported during follow-up that this same situation occurred with another analyzer and it was then believed that it was the "pigtail" (a connector) which was the cause of the issue (pigtail was not returned). It was requested that the analyzer be checked out and returned. It was further reported that the programmer rebooted twice during normal interrogations for no apparent reason. Follow-up determined that the programmer was able to complete the interrogations. It was indicated that there were no patient complications reported as a result of this event.

Event description:
It was reported that the analyzer failed to work properly during a case. Follow-up determined that the atrial markers "went away." It was further reported during follow-up that this same situation occurred with another analyzer and it was then believed that it was the "pigtail" (a connector) which was the cause of the issue (pigtail was not returned). It was requested that the analyzer be checked out and returned. It was further reported that the programmer rebooted twice during normal interrogations for no apparent reason. Follow-up determined that the programmer was able to complete the interrogations. It was indicated that there were no patient complications reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the programmer was returned and analysis could not confirm the customer comment that it rebooted during normal interrogations for no apparent reason. It was determined that the software analyzer "pigtail" cable was at fault, however, no cable was returned with the programmer. The hard disk drive was reconfigured and the current software was reloaded, and the programmer and associated accessories passed functional systems testing. Concomitant medical products: product ID 2067 radio frequency programmer head. Product ID 229047 software analyzer. (B)(4).